Manufacturer narrative:
(B)(4). Evaluation: the customer returned one ptc catheter assembly. The catheter assembly and basket appeared used and proximal end of the orange lumen was disconnected from basket assembly. The side arm contained some white foreign material further indicating use. The orange lumen remained in distal tip and moved in and out of tip easily. Microscopic examination revealed orange lumen exhibited melt marks indicating it was attached to basket assembly at one time. The black tip remained securely attached to basket when tugged. The orange lumen was removed from basket. The orange lumen length and od were measured and met specifications. A functional test was performed by inserting a lab inventory 0.025" guide wire into distal tip of catheter. The guide wire passed through tip and pushed biological material out of orange lumen. The 0.025" guide wire was then inserted in proximal end of the basket assembly and it passed through entire catheter assembly without resistance. No dimensional or functional defects were found during this investigation. However, the customer reported the assembly was not used, and the investigation found that biological material was present throughout the assembly. A DHR review was performed on basket assembly with no relevant findings. The reported complaint of orange lumen was broken was confirmed through visual examination of returned sample. The proximal end of orange lumen had pulled out of basket assembly but remained connected through distal tip. However, when orange lumen broke could not be identified since customer claimed catheter was damaged upon opening kit and testing revealed assembly contained biological material. Therefore, potential cause of the complaint could not be determined.

Event description:
It was reported that in anesthesia prior to use, the md found that the orange inner lumen of the ptd had detached. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.